Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The device was not returned for evaluation. A device history review could not be performed as no lot number was provided. Without the returned device, this event is non-verifiable. A cause cannot be determined.

Event description:
It was reported that an implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and converted to an acdf with cage and plate. It was reported that the intraop cultures were positive for s. Aureus infection. The patient was reported to be doing well after the procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and converted to an acdf with cage and plate. It was reported that the intraop cultures were positive for s. Aureus infection. The patient was reported to be doing well after the procedure.